Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the expected reservoir volume was 37 ml and the aspirated (actual) reservoir volume was 34 ml (contradicts previous info). The physician spoke to the patient on the evening of (B)(6) 2017 and the patient was doing well. No further issues were reported. Scheduling of pump replacement was in process, the date of replacement was not set yet. The cause of the withdrawal symptoms and fluid in the pocket was not determined.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient receiving marcaine (6.6mg/ml at 2.5mg/day) and morphine (8.7mg/ml at 3.5mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient had a refill on (B)(6) 2017, and on the night of (B)(6) 2017, the patient started experiencing withdrawal symptoms and was admitted to the hospital. The hospital contacted the representative on (B)(6) 2017, and the pump was read. It was confirmed that there were no alarms or other anomalies according to the pump logs. The hcps were reportedly concerned that there was fluid in the pocket, so an ultrasound was performed and 3cc of fluid were found in the pocket. They were not certain what the fluid was, but the refill nurse was 100% certain that there was not a pocket fill during the refill procedure. A dye study was performed on (B)(6) 2017 and the catheter was fine, and the pump logs were checked again with no anomalies. It was noted that they aspirated from the reservoir and got back 37ml. The expected reservoir volume was 34ml, but it was noted that this may be due to the margin of error. The pump was filled with 40ml of the same drug and the patient was given a 1.5mg bolus. It was stated that the patient was not too responsive to the bolus, but the patient had reportedly taken pain meds prior to the bolus so it was hard to tell if there was a difference in the patient's pain. The hcp reportedly sent the patient home, and the plan was to bring the patient back in to replace the pump if the patient complained of additional pain on (B)(6) 2017. If there were no further issues, then the pump would be replaced at a later date as it was nearing normal elective replacement indicator (eri).